Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device using the pre-close technique via an 18f sheath hole prior to an interventional procedure. Reportedly, the suture pin failed to appose vessel wall, and the entire suture came out of the anatomy when the device was removed. The knot tight and formed. The sutures of two new proglide devices were successfully pre-placed. The sheath size remained an 18f the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.